Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 09/13/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 168mg/dl and lo fasting. Reviewed meter memory: (B)(6). Customers concern:168mg/dl on (B)(6) 2015 at 02:53 pm and lo on (B)(6) 2015 at 2:52 pm